Event description:
It was reported that 4 pts developed blisters and welts following hair removal treatment with the lightsheer head of the lumenis one. Pt #2 reportedly was receiving hair removal treatment to her face, along the side burn area and neck at settings previously tolerated. The left side of the pt's face was treated with no problems; the right side immediately developed 6 small blisters. The pt was treated with prescription strength hydrocortisone cream (2.5mg) and was given add'l cream to take home. As of (B)(6) 2008, pt has not returned for f/u.

Manufacturer narrative:
Depot inspection found a very small amount of burned gel on the lightsheer head cleaned gel off; verified chill tip was working properly. Verified energy calibration was well within specs. System is operating properly and ready for use. As of (B)(6) 2008, pt has not returned for f/u. MDR will be filed for medical intervention and dirty tip on lightsheer head.